Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The device flashed red and beeped. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 8th october 2018. During the investigation transistor q45 was measured and found to have failed. This had caused the interrupt line of the rtc to be dragged low despite not failing a self-test, resulting in a flashing red status led alongside a failure chirp. The pcba was sent to technology labs ltd for external analysis who confirmed the faulty measurements on component q45 taken during testing at heartsine (his would confirm a failure of the original q45 due to a leakage between gate and source of the component. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new 350p device.

Event description:
The device flashed red and beeped. There was no patient involved in this event.